Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 697 mg/dl. The customer's current blood glucose is 500 mg/dl. Customer reported that they were taken off the insulin pump insulin drip off at 10 am and her blood glucose level began to rise. Customer also had blood glucose level of 508 and 487 mg/dl. Customer reported that they had contacted their healthcare professionals regarding the high bgs. The customer did not provide any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. The insulin pump will be returned for analysis. Unomed inf set. Frn-unk-rsvr.

Manufacturer narrative:
(B)(4). Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08695 inches. No unexpected restart error alarms or pump resetting to factory default anomaly noted. No cosmetic damage noted.